Manufacturer narrative:
One used device was returned in. Visual testing showed the device in good condition. Functional testing was not performed. The testing could not duplicate the customer reported problem. The root cause of the issue was not determined as no problem was found. No further action. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after checking the cuff gauge several times the cuff did not hold air. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.